Event description:
It was reported that the patient was experiencing more pain with the cmc joint after surgery. The implant was removed shortly after.

Manufacturer narrative:
Manufacturing records were reviewed and nothing was identified in those records of what may have caused or contributed to this event. The device was kept by the patient and is not being returned for analysis. The investigation at this time has not identified a final conclusion but it is speculated that because of the length of time between implant and the removal of the device, that the pain could be related to the surgical procedure or patient physiology. The investigation is ongoing and if additional information is received, a supplement report will be filed as appropriate.